Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses. After a contralateral leg component was deployed, the physician removed the delivery catheter from the patient and then found the leading olive was detached. The detached leading olive was stuck on the edge of an introducer sheath through a guide wire. The physician tried to catch the detached leading olive using a snare catheter, however, it was not successful. The physician finally removed the sheath with the detached leading olive. The patient tolerated the procedure.

Manufacturer narrative:
Device available for evaluation: corrected this section to yes and added (B)(6) 2016 as a device-return date. Device evaluated by manufacturer: corrected this section to yes. Results of engineering evaluation: the device was returned to gore and an engineering evaluation was performed. Engineering confirmed that no damage was seen on the leading end of the delivery catheter guide wire lumen and no material from the leading olive was seen at the leading olive bond site of the delivery catheter. The findings from the investigation showed no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
Was corrected to "product problem".